Event description:
It was reported on (B)(6) 2015 that a physician's tablet serial cable was failing. The issue was confirmed to be the usb cable through troubleshooting when a working cable was used successfully to interrogate the patient who was in the office with the physician. No patient was affected. The cable is expected to be returned for analysis but has not been received to date.

Event description:
The serial cable for the tablet was received for analysis on (B)(4) 2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the tablet serial cable was completed and approved on 12/07/2015. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.